Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn, that there was an "unknown rusty film" inside the gas line tubing for the intra-aortic balloon (iab). The rn stated there was only one alarm when the patient was moving excessively and no blood was noted at that time. Possibly helium loss alarm. There have been no other alarms. The rn feels all the waveforms are good and the pump is achieving the goals of therapy, 1:1 in autopilot mode, pattern trigger. Clinical support specialist (css) explained to the rn that this is likely blood in the gas line. The rn stated the md is aware and wanted to know if this could have entered the tubing during insertion. The css explained this is not likely since it was not previously noted. The css discussed how the gas alarms could have stopped, the potential risks and recommended removal of the iab immediately. The rn conveyed the information to the md who does not want to remove the iab due to the patient's condition at this time. The risks were reviewed. The css recommended to the medical staff that they should very closely monitor the gas line for any increase in blood and or more alarms. Follow up with rn regarding the patient. The patient is now in operating room (or), the iab was still in place with no alarms or increase in blood in tubing. There was no patient death reported or complications. Patient outcome: critical but currently supported on the pump.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the iab which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance has been initiated to further investigate the root cause of the issue.

Event description:
It was reported by the rn, that there was an "unknown rusty film" inside the gas line tubing for the intra-aortic balloon (iab). The rn stated there was only one alarm when the patient was moving excessively and no blood was noted at that time. Possibly helium loss alarm. There have been no other alarms. The rn feels all the waveforms are good and the pump is achieving the goals of therapy, 1:1 in autopilot mode, pattern trigger. Clinical support specialist (css) explained to the rn that this is likely blood in the gas line. The rn stated the md is aware and wanted to know if this could have entered the tubing during insertion. The css explained this is not likely since it was not previously noted. The css discussed how the gas alarms could have stopped, the potential risks and recommended removal of the iab immediately. The rn conveyed the information to the md who does not want to remove the iab due to the patient's condition at this time. The risks were reviewed. The css recommended to the medical staff that they should very closely monitor the gas line for any increase in blood and or more alarms. Follow up with rn regarding the patient. The patient is now in operating room (or), the iab was still in place with no alarms or increase in blood in tubing. There was no patient death reported or complications. Patient outcome: critical but currently supported on the pump.